Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 5 infusion set cannula leaking insulin and blood event on 09-sep-2024. Site of insertion was right abdomen. No further information

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-32205 - device 5 of 5